Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025, after receiving the ablation, and at the end of the procedure when the device was being removed from the patient, the ¨endoform seal¨ fell off the device separately. The physician was able to remove the seal and it was not retained inside the patient. No patient harm was reported and the procedure was reported as successful. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.